Manufacturer narrative:
The reported event of error code 353.7200.5 file was opened to document an event that the customer reported. No further investigation of this event is possible at this time. An investigation can't be performed using the site visit alone. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was patient involvement.

Event description:
The customer reported code 353.7200.5 seen in the error log. There was no patient involvement.